Event description:
The infusion pump was received at a service facility with a note that described an underdelivery. It stated "placed tubing in side 2 of IV pump-rate set a 1000 cc/hr with bag had 900 cc left in it. Pump functioning when discovered." No add'l clinical info was received. No pt injury was reported.